Event description:
It was reported that the user experienced difficulty inserting the connector fully into the ilet device, resulting in an inability to attach the connector, with no associated alerts or alarms reported. Investigation of this case revealed a connector seating issue consistent with a mechanical fit or alignment difficulty of the connector component, with no evidence of device alarm or systemic malfunction. Symptoms included no clinical effects. Outcomes included no impact on health or need for medical care. It was concluded, based on previously established findings for similar reports, that the cause was user technique or interface-related interaction.